Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer's insulin pump is under-delivering insulin. Blood glucose reading at the time was 133 mg/dl. Troubleshooting was performed and the insulin pump was found to be functioning as designed. No anomalies were noted. The customer's dad stated that they were not comfortable with the insulin pump and wanted a replacement. Advised that the insulin pump will be replaced. The father also wanted to know if they could use the insulin pump overnight prior to the arrival or the replacement insulin pump. The father also mentioned that the insulin pump did not deliver insulin as programmed and did not alarm. Advised to disconnect from the insulin pump and to treat as directed by a health care professional. Nothing further reported.